Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the closed clip came out and the clip could not be fed into the jaw. The device could not be fired properly. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Advancer. The analysis results found that the (B)(4) device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the tip of the advancer slid toward tissue stop during two non-consecutive firing sequences causing that the jaws remained in the closed. The trigger was manually assisted in order to open the jaws without any anomalies noted; pear shaped clips were released. It should be noted that an investigation has been initiated to address the potential root cause of the advancer bypass and opening issues. During the next firing sequence a double fed incident was noted; however, it could not be determined what may have this condition. The remaining clips were all fired out and all were conforming according to our manufacturing specifications. In addition, the device locked out as intended but the orange indicator was not visible. This finding is not related with the incident reported. A batch record review was performed and no anomalies were found during the manufacturing process.